Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted. During a routine 45-day follow up examination, transesophageal echocardiogram (tee) imaging revealed a device related thrombus on the face of the device. The patient has been on dual antiplatelet therapy (dapt) medication since the implant date. The patient was started on a medication regime of lovenox bridge to warfarin and will have a repeat tee in six (6) months.